Event description:
It was reported that as the surgeon was using a hammer to position the device, a small piece of the device snapped off inside the pt. The smaller broken piece was retrieved and the surgeon decided to leave the damaged device implanted since the implant was "still intact and will still serve purpose." No pt complications were reported.

Manufacturer narrative:
Device remains implanted; therefore, product evaluation is not possible at this time. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.